Event description:
It was reported that a patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00195. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
It was reported that patient underwent revision of mesh with excision of a segment of mesh and primary coverage of the eroded area and transection of a posterior arm of the mesh on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh erosion and vaginal pain.

Manufacturer narrative:
It was documented that patient is scheduled to have mesh removal sometime in (B)(6) 2012 by (B)(6) at urogynecological of (B)(6). No further information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a surgical procedure to treat stress urinary incontinence, rectocele and cystocele on (B)(6) 2009. It was recommended that she have the mesh removed due to erosion, pain, dyspareunia, incontinence. (B)(4).